Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, the device was programmed to asynchronous settings and a ventricular sensed marker was seen. When the physician applied electrocautery, the device inhibited pacing, which was noted on the surface electrocardiogram. The physician immediately removed and replaced the device. There were no patient consequences.